Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, after which the error did not reoccur, allowing the caller to successfully start their sensor session.